Event description:
This is a spontaneous report by a nurse from the USA of "patient made a mistake" and touch contamination and peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On an unknown date, the patient experienced a mistake and touch contamination. On (B)(6)2010, the patient developed peritonitis. A peritoneal effluent culture was performed which revealed (B)(6). The patient was not hospitalized for the events and treatment was not reported. Pd therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. It was unreported whether the patient was recovering from the mistake and touch contamination.

Event description:
Asr revision - left hip.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested. As the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.